Manufacturer narrative:
An event regarding seating/locking issues involving a partnership trial was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while trialing for a total hip the trial head was loose and was not locked on the trial neck and the surgeon could not dislocate hip. It was reported that after multiple attempts to dislocate the surgeon used an osteotome to break the trail head to get it removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that while trialing for a total hip the trial head was loose and was not locked on the trial neck and the surgeon could not dislocate hip. It was reported that after multiple attempts to dislocate the surgeon used an osteotome to break the trail head to get it removed.